Event description:
During the coil embolization procedure of an anterior communicating artery (acoma) upon withdrawal the guidewire, the microdelivery catheter "jumped forward and perforated the aneurysm." It was also reported that in the middle of the procedure, the coil was stretched, but successfully removed from the patient. Another coil was placed into the aneurysm. The procedure was completed. There were reportedly "no ill effects to the patient." No further information was provided.